Event description:
Philips received a complaint on the v60 ventilator indicating that the main alarm speaker failure was showing on the system. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the primary alarm failure message appeared on the screen, but the customer biomedical engineer (bme) was not able to duplicate the issue. The bme was able to see a power speaker failure code and primary alarm failure code in the event log. The customer requested onsite service to resolve the issue. The field service engineer (fse) went to the customer site and ran a diagnostic check of the device, confirming the reported error codes. The fse removed the speaker assembly and replaced them with a new speaker assembly. The fse performed testing and verification procedures, cleaned the unit, and confirmed electrical safety of the device. No issues noted after replacing the speaker and the device was confirmed to be fully operational. No further information is available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.